Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. A communication error was reported. When the emitter was connected to the axiem box, communication with the system was lost. When the emitter was unplugged, the communication is re-established. The manufacturer representative (mr) had a spare axiem box that she swapped out and communication wasn't re-established. Once the emitter was plugged into the system, it became unresponsive. The mr was unable to check the emi interface. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: manufacturer updated to proper value.